Manufacturer narrative:
Other relevant device(s) are: product ID: bi71000450. Product ID: bi71000167. Product ID: bi71000424. A medtronic representative went to the site to test the equipment. Testing revealed that the system was having detector communication problems. The breakout panel connections were damaged, low voltage power supply was unstable, and the umbilical cable was bad. The breakout panel, power supply and umbilical cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was experiencing intermittent issues of not coming up into 2d. The issue was discovered prior to a case. There was no patient involvement. Additional information was received. It was reported that no troubleshooting besides rebooting the system was performed.

Manufacturer narrative:
H3,h6: a hardware analysis was done for the power supply psi in order to determine the cause of the issue. Analysis determined that there was no failure found. The ps1 was functioning as intended. Codes b01,c19,d14 are applicable. H3: a hardware analysis for the cable was done in order to determine the cause of the issue. Analysis determined that there was an electrical failure. The issue was consistent with a previously known and tracked hardware anomaly. Codes b01,c02,d02 are applicable and previously reported. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2, h3, h6: the returned bracket was analyzed. There was a missing cable locking lever, missing pendant connection port and damaged ethernet port. Pins 1 ,2 and 3 shows electrical overstress. Previously reported codes b01, c02, and d02 are applicable, as is code c07. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.